Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. Bg was addressed via a manual injection of insulin. The customer continued to use the pump for insulin therapy.